Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and showed that system fault 45520 occurred in history. During analysis, the customer's reported problem was verified. The pump was inspected and during power up, it alarmed error code 43520 on mu mode. However, it alarmed error code 45520 on the application mode. Both error codes were referenced to the same issue of keyboard_dose_key_shorted. The device passed all functional tests and have no alarming error codes with a new tested keypad. Further investigation of the pump's interior determined that keypad was defective and was the root cause of the reported issue. The keypad will be replaced to correct the reported problem. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited "error 45520" alarm. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.